Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the patient heard the pump alarming and when they interrogated the pump it showed a motor stall at 1900 and recovery 2000. The caller stated that the patient was wheelchair bound (motorized) had a wound vacuum for pressure ulcers on his hip and also uses a ipad which sits on his lap on the pump.